Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the controller on the imaging system was bad. Once the controller was replaced, the imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned controller had no power when connected to a known good power supply. Opening the controller housing revealed a dislodged fuse. After removing the fuse, it was also found to have been blown. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the imaging system's trackers were not being tracked by the navigation camera. It was confirmed that the imaging system's tracker box was not receiving power. There was no patient present when this issue was identified.